Manufacturer narrative:
Medical records received. It should be noted, these records were received through a pfs for an additional existing legal complaint for this patient. This complaint is not yet legal. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. It should be noted, these records were received through a pfs for an additional existing legal complaint for this patient. This complaint is not yet legal. Patient was revised on (B)(6) 2013 for leg length discrepancy. A unknown head and stem are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.